Event description:
It was reported that a verisight pro catheter was used in a therapeutic tricuspid repair procedure. The catheter was advanced and placed in a flexion position. After treatment, the steering wheels and clutch knob were positioned back to neutral, but the articulate segment was stuck in a posterior flexion position (slight back bend). However, there was no difficulty removing the catheter from the patient. The procedure was completed with no patient injury reported. This product problem is being submitted because the verisight got stuck in an articulated position. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a4: no information available. Block b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: study name: tricuspid repair-triclip procedure. Blocks h3 & h6: the verisight pro catheter was discarded, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.